Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/3.5/079 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length similar power different cylinder/axis lens due to refractive surprise and refractive change over time. This resolved the problem. The cause of the event was reported as unknown.